Event description:
Customer reported that they were unable to clear a low reservoir alarm. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 83 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.